Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms and high pacing thresholds. Surgical intervention was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.